Manufacturer narrative:
Additional information was received that the patient was implanted with a competitor's device.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.

Event description:
A report was received that the patient will undergo a revision procedure for an unknown reason.